Event description:
Ethicon, inc. Violet monofilament, polydioxanine suture 1-4-0 metric- 36 inch -90cm-taper CT-1 obgyn suture needle. The tip of the needle broke off while the pt was being sutured. X-rays of the abdomen did not reveal any needle fragments.